Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), identified a deposition in the inflow cannula. A specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between hm3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 0.5¿ of the outflow graft was returned unattached to the pump cover outlet port. Approximately 1.5¿ of the proximal end of the outflow graft bend relief was returned disengaged from the graft attachment hardware. The apical cuff was returned, properly engaged with the cuff lock. Upon disassembly of the returned pump, visual inspection of the distal end of the inflow cannula revealed a tissue-like deposition that appeared to have developed over an undetermined period of time during support. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Upon removal of the deposition, mlp-047259 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and right heart failure as adverse events that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a previous pump inflow occlusion (protein like material) [manufacturer report #2916596-2024-05753]. The patient presented with similar symptoms but no decrement in flow. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. It was requested to have low flow alarm threshold changed to 2.0 liters per minute (lpm) on the patient's primary system controller. Due to the patient's high acuity on cardiohelp extracorporeal membrane oxygenation (ECMO), it was requested that the threshold be lowered without heartmate 3 left ventricular assist device (lvad) support interruption. Since the last download, the patient had been placed on ECMO for support and speed was increased to 6400. An echocardiogram showed left ventricular end-diastolic diameter (lvedd) at 6.6 cm, up from 4. N-terminal pro-b-type natriuretic peptide (nt-probnp) was at baseline 500 and speed was at 6600 revolutions per minute (rpm). Additional log files were sent for review. The log file captured the flow between 4.0-5.3 lpm. There were no low flow events. There were many pulsatility index (pi) events noted in the log file. There were no notable alarm conditions. Given ongoing heart failure (hf) symptoms, the decision made to have the pump explanted on (B)(6) 2025. The patient was switched to centrimag for a "more stable configuration." There was some air accidently entrained, and the patient experienced seizures post-op. Flows were okay, but the patient had hf symptoms, and the left ventricle (lv) was unable to be decompressed despite an increase in speed with lvedd in the six range.